Manufacturer narrative:
Additional information: dog-bone/twist not visible within the balloon in the vessel. Device was safely removed from patient. No intervention required for removal. There was a slight kink on push rod following removal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two photographs were received from the account for evaluation. Photo 1 shows the shelf carton of the amphirion deep device and lot is seen on the outside. Photo 2 shows the amphirion deep device inside the product pouch coiled and no damage noted. It is not possible to confirm the balloon twist as the balloon is not visible in this photo. Product analysis: the amphirion deep catheter was returned to medtronic investigation lab for evaluation. The device was returned coiled in the product pouch within the shelf carton in a biohazard bag. No ancillary devices or cine images from the procedure were received for evaluation. During visual inspection of the device, multiple kinks were noted along the catheter shaft at approximately 2.5cm, 36.2cm, 70.5cm and 99cm distal from the strain relief. Visual inspection under a microscope shows a kink at approx. 3.6cm distal to the proximal marker band. Both marker bands are visible and intact on the device and a kink is noted on the balloon at the proximal marker band. It was not possible to flush the device or load a 0.014¿ guidewire due to the multiple kinks along the catheter shaft. An indeflator was connected to the device and the balloon was inflated to nominal pressure (7atm) and rated burst pressure (14atm) with no issues. The balloon held pressure and deflated with no difficulty and no twist was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the amphiprion deep pta balloon during procedure to treat moderately calcified lesion in the left mid anterior tibial artery. The vessel had no tortuosity. The artery diameter was 2mm and lesion length was 10mm. A non medtronic 6fr sheath and 14'' guidewire were used. A non medtronic inflation device was used. There was no damage noted to the packaging and no issues when removing the device from the hoop/tray. Device was prepped per the IFU with no issues. It was reported that there was a balloon twist. No rewrap issue was noted. The device did not pass through a previously deployed stent. Resistance was felt on advancement but no excessive force was used. The procedure was completed by replacing the balloon with another amphiprion deep balloon. Patient was safe and operation went smoothly. No patient injury reported.